Manufacturer narrative:
(B)(4). A batch record review was completed and indicates no discrepancies. Pm logs have been checked and all pm's were completed. Affected amount: 1pc. Aquacel ag extra 15x15cm was manufactured under sap code 1705451 and manufacturing lot number 0a02917. Lot # 0a02917 was sterilized and released on review of results of sterilization provided by sterilization company steris. All of the results were within specification and products were released. The production process, in process testing and packaging of products was run in accordance with pi12-030 ver.41.0 for doyen 4. Visual inspection in accordance with tm-002 was completed at the beginning of the order and every 15 minutes following until the order was completed. A non-conformance was registered during the manufacturing process of lot 0a02917 however, it is for a different issue of narrow fabric. This is the only complaint for lot 0a02917 registered within tw8.7. 2 photographs have been received for this issue and have been evaluated in accordance with wi-0359. The photographs confirm the product, the batch number and the complaint issue. The foreign matter appears to be excess hydrofibre tow that has fallen onto the dressing during the manufacturing process. A sample is due to be returned. Once this has been returned it will be confirmed what the foreign matter is as it cannot currently be confirmed. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
The doctor opened the device and found that the dressing had foreign particles. The product was not used on patient. A photograph depicting the issue was received from the complainant.